Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The unspecified lesion was reported to be calcified. The 2.75x12mm quantum maverick balloon was inflated to unspecified atms for 30 seconds at which point the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)